Event description:
On 1/oct/2023, it was reported that this patient on peritoneal dialysis (pd) previously had peritonitis during a call to customer support for a separate issue. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. Subsequently, on (B)(6) 2023, the patient was admitted to the hospital and diagnosed with peritonitis. The nurse indicated that the patient had a pd culture obtained in the hospital but the pd culture results available. The patient was treated with a 3 week course of antibiotic therapy with intra-peritoneal vancomycin (2000 mg). On (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) previously had peritonitis during a call to customer support for a separate issue. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. Subsequently, on (B)(6) 2023, the patient was admitted to the hospital and diagnosed with peritonitis. The nurse indicated that the patient had a pd culture obtained in the hospital but the pd culture results available. The patient was treated with a 3 week course of antibiotic therapy with intra-peritoneal vancomycin (2000 mg). On (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction provided in h10. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be attributed to patient breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) previously had peritonitis during a call to customer support for a separate issue. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. Subsequently, on (B)(6) 2023, the patient was admitted to the hospital and diagnosed with peritonitis. The nurse indicated that the patient had a pd culture obtained in the hospital but the pd culture results available. The patient was treated with a 3 week course of antibiotic therapy with intra-peritoneal vancomycin (2000 mg). On (B)(6) 2023, the patient was discharged home continuing pd with the same cycler. The patient is recovering from the event, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in aseptic technique during the pd exchange.